Event description:
Health care professional reports a fiber leak noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the treatment without incident. Estimated blood loss of 250cc was noted. The reuse status of the dialyzer in this incident is unknown. The health care professional reports no pt injury or need for medical intervention.